Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was dizzy, fell and hit their head while shopping and refused ambulance transportation to the hospital. The patient states that their heart rate was 40 as measured by the emergency medical technician. The device is apparently set for a heart rate of 75. The patient also reports continued lightheadedness. The device remains in use. No further patient complications have been reported as a result of this event.